Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level of over 600mg/dl and they needed assistance with how to give bolus on the insulin pump. Customer's wife declined to troubleshoot for high readings and stated that the high readings were due to the customer not being familiar with how to operate the insulin pump. The customer's wife stated that she gave the customer manual injection. The customer's wife was also assisted with delivering bolus. The product will not be returned for analysis.